Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The nurse reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 401 mg/dl. The nurse also stated that insulin pump was giving a button error alarm. Customer put the insulin pump in suspend for 12 hours and when they tried to take it out of suspend the button error occurred. Customer declined to troubleshot for high blood glucose value. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.